Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and elevated intraocular pressure (up to 30mmhg). The lens was exchanged for a shorter lens and the problem was resolved.